Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located below the knee which was moderately tortuous and severely calcified. A 1.5mm x 20mm x 143cm coyote es was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for a few seconds, the balloon ruptured. The device was removed without a problem and with no damage found on the balloon. The procedure was completed with another of the same device. No complications reported, and patient status was good.